Manufacturer narrative:
Product remains implanted.

Event description:
This event involved a patient who experienced re-occurring "stroke-like" symptoms approximately four and a half months after heartware lvad implantation. The patient's aspirin was decreased (81mg) and she was started on plavix (75mg). The patient is then reported to have developed a headache and a repeated CT revealed a small to moderate amount of subarachnoid blood between the sulci of the right hemisphere and a focal hemorrhage in the right frontal lobe.